Event description:
Report received from (B)(6) stating that the device was "not working optimally." The device was not being used during surgery. No injury was reported. It is unknown if medical intervention occurred. The date of the event is unknown.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).